Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Above rated burst pressure. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two graftmaster rx devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery. A 2.80 x 19 mm graftmaster rx was deployed at 19 atmospheres (atm) and failed to seal the perforation. A new 3.50 x 16 mm graftmaster rx was deployed at 18 atm and failed to seal the perforation. A new 4.00 x 19 mm graftmaster rx was deployed at 16 atm and failed to seal the perforation. The hemorrhage from the perforation continued and the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a maximum pressure of 19 atm (atmospheres). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU), specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the exceeded rbp contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.